Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the surgeon suspected an apical cuff leak with bleeding between the pump and apical cuff. The flow was increased to further decompress the left ventricle (lv). Protamine was given as well as product in hopes of hemostasis. There was initial improvement in the anterior leak with persistent leaking noted from left anterior pump. Laps were placed between the chest wall and pump, encouraging the pump towards the lv. After about 90 minutes, hemostasis was achieved. The bleeding stopped prior to chest closure. The apical cuff leak resolved after about 90 min.